Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient had a previous ambicor penile prosthesis (app) that was not working. It is unknown why it stopped working. It was replaced with an inflatable penile prosthesis (ipp). Patient had no complications during or after procedure.